Event description:
The customer reported that while the central station was in use monitoring pts, the displays at the nurse's station went blank. No pt injury was reported.

Manufacturer narrative:
The company rep replaced the hard drive. The system was tested to factory specs. It functioned normally and was returned to the customer.